Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy, and technical support arranged shipment of replacement pump with updated software.